Event description:
3 implants placed 5/28/98, sites #18, 19, 20. Patient had pain and was given tylenol and antibiotics. Implant in site #18 was removed 7/6/98 due to mobility. The other 2 implants are fine. It is not known whether tylenol relieved the patient's pain. One person affected.